Event description:
It was reported that during the implant attempt, there was difficulty withdrawing the guidewire from the left ventricular (lv) lead. After multiple attempts, the guidewire broke off in the lv lead. The lv lead was not implanted and another lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The stylet/guidewire was broken and the guidewire was unraveled. There was blood on the proximal conductor. There was also blood on the lv4 (low voltage 4) conductor and the lv3 (low voltage 3) conductor and it was obstructed. (B)(4).